Manufacturer narrative:
(B)(4).

Event description:
Data investigation could not confirm sensor restarted itself during active sensor session. Confirmation of the allegation was undetermined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during sensor session occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported